Manufacturer narrative:
(B)(4). UDI#: (B)(4). The product was not returned for investigation. The customer provided photos for evaluation. One of the photos shows an iabp recorder strip. Another photo shows the serial number of the iabc which matches the serial number reported on the complaint report, and the last photo shows evidence that the bladder was withdrawn through the teflon sheath. The teflon sheath was noted to be on the iabc bladder membrane , which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
It was reported "helium loss alarms". To continue/complete therapy, the origional catheter was removed and another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarms". To continue/complete therapy, the origional catheter was removed and another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".